Event description:
During troubleshooting for a related complaint file, a home patient (hp) stated, the spike came out of the supply bag. Gts explained the proper set procedures. Gts assisted the hp to cycle power to start over with all new supplies. On (B)(6) 2011 product surveillance spoke with the hp who stated, she does not recall specific details. She stated therapy resumed after starting over with the new supplies. The hp further stated, she has poor eyesight which likely attributed to the spike coming loose from the bag. The hp confirmed, she is resuming therapy and reported no adverse event resulting from this incident.

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the connection issue was user error due to incomplete connection. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.